Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4). At 09:00 am the result from the meter was 2.5 inr. At 12:00 am the result from another roche meter was 3.3 inr. The specific meter was requested but not provided. There was no allegation of an adverse event. The customer was not anemic, no heparin, no antibiotics, and no painkillers. The customer has had no changes in diet, no illness, and no new medications. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 258636) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned test strips were measured with the returned meter. Test results: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Specified target range 3.0-3.8 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Medwatch fields have been updated.